Event description:
Tubing with yellow clamp is leaking where the tubing goes into the filter. Manufacturer response for trifurcated swan-lock extension set with filter and swan lock extension set with filter, (brand not provided) (per site reporter): email to representative.